Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID neu _unknown_cath, serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that a patient had an operation to fix a clogged catheter. The patient could not recall the date of the surgery. The patient stated that the catheter was clogged and there were ¿complications¿ with the recent surgery, but that the pump has helped t he patient manage pain in the past. It was unknown what drug was being infused by the pump. No outcome was reported for this event. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.